Event description:
During a coronary drug eluting stenting treatment procedure, removal difficulties were encountered. A taxus express2 drug eluting stent was placed in a saphenous vein graft to the lad (dimensions of this stent are unknown). The physician then predilated the tight ostial lesion in the svg to the lad with a maverick 3.0 x 20 mm balloon. He deployed a taxus express2 3.5 x 20 mm drug eluting stent at 9 atms, however, the stent did not deploy until the balloon was inflated up to 16 atms. The contrast medium appeared to enter the balloon slowly. Following stent deployment, the balloon deflated properly, however, the physician noted some resistance upon removal. The second taxus stent was placed overlapping the first taxus stent in the svg. The deflated balloon was sticking in the stent. The physician pulled on the balloon catheter for about 5-7 seconds before the balloon would release from the stent. The balloon was removed intact. The physician is under the impression that the balloon may not have been wrapped correctly. No pt injuries or complications were reported.